Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (b)(4 n order to determine the last 3 lots shipped to the reporting hospital in the 6 months prior to the procedure date. The device history records for the lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The october 2015 (B)(4) complaint report was reviewed for the bioflo PICC product family and the failure mode, "pt injury". No adverse trend was indicated. There have been no other reported complaints for this or any other bioflo PICC lot for a similar reported infection event. The customer's reported complaint description cannot be confirmed not a root cause determined, as no sample was returned for eval. Potential contributing factors for pt infections include the PICC placement procedures, and device care and maintenance. The directions for use (dfu) included with the bioflo PICC device provides usage and maintenance instructions. ((B)(4)).

Event description:
As reported: "pt developed a sore approx 3cm from the PICC insertion site in the left upper arm (cephalic vein). Blotch developed distally to the insertion site. It was first noted by the pt after a dressing change 6 days post insertion. It began as a small red blotch and the pt complained of burning at the site of the sore. Prior to dressing change no pain or complications were reported. Chemo regimen of idarubicin, cytarabine, and vancomycin was being infused continually. An ultrasound vascular scan was conducted and results were normal. The sore continued to worsen so a tunnelled line was placed in the left subclavian vein by interventional radiology and PICC was removed. No damage to the PICC was noted; however, the PICC was discarded. The sore has continued to worsen with necrosis of tissue present. It is suspected to be a burn from extravasated vesicant. The event is thought to be unrelated to the PICC, however the device was discarded it could not be ruled out."